Manufacturer narrative:
Corrected information was provided in d section (brand name, common device name, procode, catalog, lot). Upon review, it was identified that the product details has now been updated. Corrected information was provided in h4 (device manufacture date). Upon review, it was identified that the manufactured date has now been updated. Additional information was provided in d4 (expiry date, serial, primary UDI number). Upon review, it was identified that the product details has now been updated.

Event description:
A 70-year-old man with known severe peripheral arterial disease (prior toe amputations) underwent high risk pci with impella cp support. At the end of the case the patient had no pulse on the implanted side and the physician felt the risk of limb ischemia outweighed the potential benefit of ongoing support. The patient was therefore weaned from support and the pump was explanted uneventfully.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Ppae(ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.